Event description:
A peritoneal dialysis (pd) patient reported that a cycler screen went blank during an unknown phase of treatment. The patient pressed the ok and stop keys, touched the screen and rebooted the cycler; however, the screen remained blank. The technical support representative issued a replacement cycler and advised the patient to discontinue using the machine. Upon follow up, it was confirmed that the patient was able to complete treatment manually. No patient serious injuries were experienced, and no medical intervention was required. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical inspection. A visual inspection of the returned cycler exterior showed no signs of physical damage. The touch screen test failed - when powering on the cycler the ¿ok, stop, and up/down arrows push buttons¿ illuminated, however the front panel display remained blank. An internal inspection of the cycler found transformer (t1) on the ¿inverter board¿ to have an internal short. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed and the display became operational. Removed functioning inverter board from the front panel at the completion of the investigation. The device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements.upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on the inverter board.